Event description:
A surgeon reported that during a phaco refractive surgery the system did not do the capsulorhexis and caused a serious damage to the patient's eye. The treatment of the lens was transferred to the anterior capsule which was fragmented in many circular and radial cuts that were spread to the posterior capsule. Additional information was provided by the surgeon reporting that the patient had the intraocular lens (iol) in place and despite having inflammation, the prognosis looked good. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).